Manufacturer narrative:
(B)(4). The customer advised physio-control that they have removed the device from service as there are no repair options available. The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer reported that their device would no longer complete the boot up cycle and was showing its battery and service icons. There was no patient use associated with the reported issue.